Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report high blood glucose levels. The customer then stated she was hospitalized previously for high blood glucose levels. Troubleshooting was performed. The insulin pump was programmed correctly and also passed the prime test.